Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. On (B)(6) 2024, it was reported that the patient¿s cgm was reading 134 mg/dl and the bg meter was reading 286 mg/dl. This was after the patient ate breakfast. One hour later, the patient tested his bg meter reading again and it was 217 mg/dl (no cgm comparison provided at this time). An unspecified amount of time later, the patient lost consciousness. A co-worker of the patient found him and tested his bg meter reading, which was 114 mg/dl. The patient regained consciousness without receiving any medication or treatment. The patient stated he is unsure if he passed out due to his bg level or if it was related to an eye surgery he had 3 months ago, as the patient still has eye pain on occasion.the patient was in good condition at the time of report. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.